Manufacturer narrative:
Product event summary: the proximal lead segment was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a right ventricular (rv) lead integrity alert (lia) occurred on (B)(6) 2016 for more than 30 sensing integrity counts (sic) in 3 days and 2 or more non-sustained tachycardia (nst) episodes. Beginning (B)(6) 2016, sensing integrity counts totalled 104. Non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing were observed.

Event description:
It was reported that an alert was triggered due to short ventricular intervals, oversensing and noise on the right ventricular (rv) lead. Oversensing was reproduced on tip to ring and tip to coil configurations with left arm range of motion maneuvers in the clinic. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.